Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient had a non-union occur. The locking compression plate was released from the bone. Procedure was performed on (B)(6), 2014 to remove plate, new plate used, surgery was completed successfully with no reported delay and no harm to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as the device was not received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of distal humerus plates was processed through the normal manufacturing and inspection operations with no non conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Event date is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of distal humerus plates was processed through the normal manufacturing and inspection operations with no non conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.